Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and the image appeared to show the device deformity (cobra). However, it could not be confirmed as there was no cobra deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that an 9f delivery system was used. There was no angulation or kink noticed in the delivery system and an interaction with cardiac structures during deployment was not reported. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on(B)(6)2023, a 24mm amplatzer septal occluder was chosen for implant using a 10f amplatzer torqvue delivery system. During the procedure, the device deployed in a cobra deformation. So the device was removed from the patient. The deformed device was never released from the delivery cable while inside the patient. There was no report of any angulation/kink noticed with the delivery system. A new 24mm amplatzer septal occluder was chosen and completed the procedure successfully with the same delivery system. The patient remained hemodynamically stable before, after and doing the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.